Manufacturer narrative:
Unit received with loose drive support cap. Unit passed the displacement test. Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion test, prime or compromised forced sensor system test and excessive no delivery test due to motor error alarm during basic occlusion test. Motor passed motor test.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was 143 mg/dl at the time of incident. Customer stated that the insulin pump was not able to rewind. Drive support cap was normal. The insulin pump will be returned for analysis.